Event description:
A surgeon reported that a patient who received op-1 putty and calstrux had an inflammatory reaction secondary to calstrux migration. He stated that the patient is now doing very well. Additional information has been requested.